Event description:
It was reported by the risk manager that the patient underwent a laparoscopic appendectomy on (B)(6) and was subsequently readmitted on 7/4 with complaint of abdominal pain. The letter further states he "subsequently developed a small bowel obstruction and was returned to surgery on 7/5. He was found to have a small bowel volvulus and obstruction around an endo gia stapled nidus." She also states "it was thought that a single (misfired) staple from his previous laparoscopic appendectomy served as a nidus to gather the surrounding small bowel mesentery." It is reported that the staple was removed and the patient recovered uneventfully from the second surgery but remained in the hospital for five days. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional followup and conversation with the surgeon has been requested.